Manufacturer narrative:
Product analysis: at analysis it was determined that the cable was found to be open. It was noted that the repair quotation was declined and the unit was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable originally received into service as an associated device with an external pulse generator (epg) tested out of specification during manufacturer¿s analysis. There was no patient involvement.